Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The end user reported the 2.50 x 20 mm taxus express2 drug eluting stent was found to be damaged. No pt complications were reported.